Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the tracker was inaccurate. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tracker was replaced and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.